Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had complained about chest pains. An x-ray revealed perforation. The lead was explanted without any adverse events. Re-implant was attempted, but the lead was found to be damaged. The lead was replaced. The patient was discharged.